Event description:
The user facility reported that water was leaking from their cart washer. No injuries or procedural delays/cancellations have been reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a broken welded pipe inside the cart washer on the dirty side. The user facility technician told the steris field service technician that the welded joint had not ruptured, but the pipe's side tubing had broken. The steris field service technician replaced the traveler pipe and associated parts. The unit was tested and confirmed to be operating according to specification.